Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was off the entire night and patient turned it on when she woke up. Patient stated that she felt fine afterward and was breathing fine. Allergies shook her for a couple of weeks but she is better now. Remodulin prescribed for pulmonary arterial hypertension. No further details provided

Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. Because no device was returned, and with the lack of failure information provided, no most probable cause can be determined. No serial number was provided so a device history record (DHR) review and service history could not be performed. If the product is returned the manufacturer will re-open the complaint for further device analysis.